Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the ultrasonic lithotriptor was not working was identified. It is likely the result of blockage; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the suction on the ultrasonic lithotriptor was not working. The issue occurred during preparation for use and there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01/07/2026.